Manufacturer narrative:
The unit passed displacement test; it failed sleep current measurement and active current measurement tests. After further review the battery compartment as well as the battery board underneath it are corroded. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received low battery alarm and replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis